Event description:
Procedure type: gastrectomy. According to the reporter: the orvil anvil detached from the tube while the surgeon was pulling it towards the esophagus stump. The orvil anvil was removed with clamps, reattached to the tube with sutures, and used again to complete the procedure. The incision was not extended, and no bleeding or tissue damage occurred. Surgery time was extended one hour as a results.

Manufacturer narrative:
Initial report sent: 09/08/2008.